Event description:
It was reported that the add-on burette ss vlv ps ball vlv IV port was blocked/occluded and resulted in flow issues during use. The following information was provided by the initial reporter: "IV port not working, appears to be blocked or faulty."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-08. H6: investigation summary one 82115e sample was received without packaging for investigation; the customer feedback indicates that the affected sample was from lot 20106175. Residual fluid was present inside the sample; no connecting products were returned to assist the investigation. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the smartsite component above the burette; no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customer¿s experience. A review of the production records for lot 20106175 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous complaints for occlusions to the smartsite have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. CAPA 1998036 has been initiated. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 82115e product. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the add-on burette ss vlv ps ball vlv IV port was blocked/occluded and resulted in flow issues during use. The following information was provided by the initial reporter: "IV port not working, appears to be blocked or faulty."